Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Upon return, the distal end of the teflon sheath was noted at approximately 46.2cm from the iabc distal tip; clear liquid was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted at approximately 9.1cm to 15.2cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the central lumen was noted at approximately 15.7cm from the iabc distal tip. Damage to the outer lumen was noted at approximately 27.0cm to 46.2cm from the iabc distal tip; the damage is consistent with buckling to the outer lumen. Upon further inspection, two leak sites were noted on the damaged section of the outer lumen at approximately 34.5cm from the iabc distal tip. Dried blood was noted on the exterior of the iabc. No obvious blood was noted within the helium pathway; the returned sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0062in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and two leaks from a similar location on the outer lumen were immediately detected. Multiple leaks were also detected from the bladder membrane. One of the bladder leaks was noted at approximately 20.5cm from the iabc distal tip. Then three leak sites were noted in a similar location from approximately 7.6cm to 8.1cm from the iabc distal tip. Upon further checking, all the leak sites noted on the iabc bladder are consistent with contact from a sharp object. The leaks from the outer lumen are consistent with the previously confirmed damaged outer lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 15.7cm from the iabc distal tip, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 66.3cm from the iabc luer, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon never opened completely" is confirmed. During the investigation , combined damage was noted to the iabc including bladder leaks, outer lumen damage and leaks resulting from the damaged outer lumen. The bladder leaks noted were consistent with contact from a sharp object and the most probable cause for the bladder leaks was customer handling. The combined damage can result in a helium pathway leak. Due to the combined damage and state of the device, it could not be determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen and bladder leaks. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the mykovi device was used, it was visible in the catheterization room, the position of the balloon was correct, the counter pulsation was activated, the machine did not alarm, but the balloon never opened completely, inflated a little and deflated. After about 20 minutes of troubleshooting, he decided to withdraw the catheter for fear of thrombus growth on the surface of the balloon. Later, another tube was placed on the same side, and everything was normal." To complete the procedure another catheter was placed at the same original insertion site. No patient harm or injury reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the mykovi device was used, it was visible in the catheterization room, the position of the balloon was correct, the counter pulsation was activated, the machine did not alarm, but the balloon never opened completely, inflated a little and deflated. After about 20 minutes of troubleshooting, he decided to withdraw the catheter for fear of thrombus growth on the surface of the balloon. Later, another tube was placed on the same side, and everything was normal." To complete the procedure another catheter was placed at the same original insertion site. No patient harm or injury reported. Patient's current condition reported as "fine".